Manufacturer narrative:
As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: pxc201200/(B)(6), UDI: (B)(4), pxc201000/(B)(6), UDI: (B)(4). Images were provided to gore and an evaluation was performed and showed the following: the imaging evaluation performed by a clinical imaging specialist showed the following: the scan is poor contrast into the distal internal iliacs with poor visualization of the branches. Proximal liia is proximally tortuous with calcium around the distal aneurysm. Distal liia is very tortuous at approximately 70 mm. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2009, this patient underwent endovascular treatment for an abdominal aortic aneurysm (aaa) and was implanted with gore® excluder® aaa endoprosthesis devices. The patient tolerated the procedure. On (B)(6) 2025, the patient underwent treatment for bi-lateral common and internal iliac artery aneurysms, a distal type I endoleak and enlargement of the aaa. The patient was implanted with gore® excluder® aaa endoprosthesis devices (excluder), gore® excluder® iliac branch endoprosthesis (ibe) devices and a gore® viabahn® vbx balloon expandable endoprosthesis (vbx) device. The right internal iliac artery was coiled and it was attempted to implant ibe on left, however the physician was unable to get wire far enough down into left internal iliac due to the patient¿s tortuous anatomy. We ended up coiling the left internal iliac and covering into the left external iliac artery. The physician also extended the right limb of graft into the right external iliac artery.